Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. On the same day, the patient began treatment with injection (inj.) Fortum (1.5 gm, route and frequency not reported), inj. Reflin (1.5 gm, route and frequency not reported) and inj. Heparin (dose, route and frequency not reported) for the peritonitis. At the time of the report, the peritonitis was resolving, the patient was recovering. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.